Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you clarify the specific number of devices that failed during the procedure? The complainant said that someone new had been scrubbed so it was only when he noticed a high number of sutures being opened that he realized a bunch had broken. He did not remember specific numbers but more than 3 for sure. Note: events captured in 2210968-2019-85440, 2210968-2019-85441, 2210968-2019-85443, 2210968-2019-85445 and 2210968-2019-85447.

Manufacturer narrative:
Product complaint #: (B)(4). Device evaluation summary: it was received for analysis an empty opened box, and empty opened foil and a unopened sample of product code v960, lot lmk493. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 5 device issues captured in reports 2210968-2019-85440, 2210968-2019-85441, 2210968-2019-85443, 2210968-2019-85445 and 2210968-2019-85447. Analysis results have been included in follow up reports for each. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify the specific number of devices that failed during the procedure?

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lmk493 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a strabismus procedure on (B)(6) 2019 and suture was used. The suture broke during use. The procedure was delayed by 5 minutes. Another device was used to complete the procedure. There were no adverse patient consequences reported.